Event description:
A caller reported an alarm indicating occlusion, but it did not cause the customer's blood glucose level to exceed 500 mg/dl or read as ¿high¿ on the cgm. The customer had experienced multiple occlusion events over a three-month period and resolved each by changing the infusion set and cartridge, then resuming insulin. There was no need for additional assistance, and cts decided to replace the pump. Reportedly the customer continued to use the pump for insulin therapy.